Event description:
It was reported that this pacemaker exhibited high out-of-range right ventricular (rv) lead pacing impedance measurements, exceeding 2000 ohms. Technical services (ts) reviewed the event and observed a signal artifact monitor (sam) episode, which identified oversensing associated with signal artifacts from the minute ventilation (mv) sensor. Additionally, the pacemaker displayed an alert indicating that the right ventricular automatic threshold (rvat) test had either exceeded the programmed amplitude or was suspended due to a low evoked response. Ts recommended continued monitoring and further evaluation of the patient in the clinic. This rv lead remains in service.